Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
The patient had a normal stay at the ICU and was noted as discharged.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event; however, patient factors likely played a role as it was noted the patient has a history of atrial fibrillation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that ten (10) days post-implantation of this 25mm bioprosthetic aortic heart valve, the patient experienced complete heart block requiring placement of a permanent pacemaker. This caused the patient to stay an extra week in the hospital but the remainder of the post-operative course was "normal."